Manufacturer narrative:
Lot number was not provided. "Mfg date" and "approx age of device" is unk, as the lot number was not provided and the power module pt cable had not been returned. The MFR is attempting to acquire the power module pt cable for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented to the clinic complaining that his pump was stopping. As soon as the black power cable was disconnected, the system controller went to the backup battery. The white power cable was not providing any power. The pt cable was exchanged and the issue was resolved.

Manufacturer narrative:
Device evaluation: the manufacturer is unable to confirm or determine the cause of the reported event of pump stoppages, because the 14 volt power module patient cable was not returned for evaluation. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.